Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a roux-en-y choledochojejunostomy reconstruction procedure on unknown date and the suture was used continuous for bilioenteric anastomosis to repair the damage/ bile duct injury. Four years later, the patient was admitted complaining of intermittent episodes of fever over one and half months, without abdominal pain, and a highest temperature of 40°c. Laboratory data revealed infection and hepatic dysfunction and the patient underwent a laparotomy. Large full cast stones were found in the common bile duct and the stones were formed around the suture. The stones were extracted and the bilioenteric anastomotic incision was closed transversely with an interrupted other suture. Following the surgery, the patient¿s laboratory data gradually returned to normal levels before discharge. Pathological examination revealed chronic cholecystitis on mucosal tissue with erosions, hyperplasia of fibrous connective tissue and congestion of the blood vessels in the anastomotic tissue. No further information is available.